Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted the right atrial (ra) lead exhibited oversensing of noise. The physician capped and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.